Event description:
Beckman-coulter hemosil silica clotting time (part number (B)(4)). Test is used as part of testing panel for presence of lupus anticoagulant. There is variation in the lots of reagents in that some lots have much higher positivity rates (usually expect 15% of the tested population, with certain lots as high as 45%). Two positives over 10 to 12 weeks are felt to be indicative of lupus anticoagulant. Patients may receive treatment for prevention of thrombosis such as coumadin (with increased bleeding as a potential complication) or other interventions as inferior vena cava balloon. In summary, variation from lot to lot of reagents mean that there are probably significantly increased false positives with certain reagent lots.